Manufacturer narrative:
Corrected h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a leak in the handle of the leadless implantable pulse generator (ipg) delivery system. It was noted the leak appeared to be at the button. The leadless ipg was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. There was excessive leakage at the exchange joint of the inner shaft of the delivery system. Fluid pathway leak was observed on the delivery system. The lumen of the delivery system was torn. The delivery system inner shaft was mechanically kinked/bent. The delivery system tether lock housing leaks. There was a mechanical issue with the deployment button hub of the delivery system. The deployment button hub of the delivery system leaks. The analyst noted the full delivery system was returned with the device intact in the device cup. The inner shaft was kinked at 1 cm from the distal end of the recapture cone. There was a leak inside of the handle during flushing. There was a leak between the tether lock housing and the tether lock pin. There was a leak at the exchange joint on the inner shaft of the delivery system. There was a leak between the deployment button hub and the outer shaft. There was missing adhesive bond between the deployment button hub and the outer shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.